Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision of right knee due to pain & instability. After explanting polyethylene displayed excessive wear posteriorly.

Manufacturer narrative:
An event regarding wear involving a duracon insert was reported. The event was confirmed from the images provided. Method & results: -device evaluation and results: the device was not returned for evaluation. Images of the explanted device were received. The images showed large amounts of wear on the insert.. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: the reported device was accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of right knee due to pain & instability. After explanting polyethylene displayed excessive wear posteriorally.